Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that an arteriotomy closure of a heavily calcified left common femoral artery was attempted using a prostyle device via 6fr sheath, after a transcatheter aortic valve implantation procedure. Reportedly, a cuff miss occurred with the prostyle device. An additional prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with challenging anatomical conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.